Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the control-iq software delivered a 23-unit automatic bolus during sleep activity. Customer's blood glucose (bg) level was 51 mg/dl. Customer consumed carbohydrates to address bg level. The customer reverted to an alternate method in insulin therapy.